Manufacturer narrative:
(B)(4). The device was not returned for analysis. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy due to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other three proglide devices are filed under separate medwatch manufacturing report numbers.

Event description:
It was reported that suture placement in the mildly calcified right common femoral artery was attempted with a proglide device using the pre-close technique via a 7f sheath prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, a suture break occurred. Three other sutures were used with the same result. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 17f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. The physician is reported to be in-training in the use of the proglide device and the preclose technique. No additional information was provided.